Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with irregular astigmatism, blurred vision and loss of best corrected visual acuity at a 1 day post-operative exam on the right eye (od). The patient's comments were blur in the right eye. The surgery center indicated the event was lasting and disabling, significantly interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/25 -5.25 x -2.75 x 25; left eye pre-op 20/25 -5.00 x -2.00 x 163. Bcva from (B)(6) 2017: right eye post-op 20/30 -.50 x -1.00 x 176; left eye post-op 20/25 .50 x -.50 x 15.